Event description:
It was reported that a cartridge alarm 30 occurred during the loading process. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the caller with troubleshooting, but the customer was unable to resume insulin therapy. Csa then completed escalated troubleshooting and determined that the customer was using non-compliant insulin. As a corrective measure, csa arranged to replace the pump with one that has updated software. Customer reverted to an alternative method of insulin therapy.